Event description:
Edwards received information that a patient with a 23mm 3300tfxj aortic pericardial valve underwent a valve-in-valve procedure due to aortic stenosis after an unknown implant duration. The patient presented with dyspnea on effort. A 23mm sapien3 valve was implanted in replacement.

Manufacturer narrative:
H10: additional narratives: updated b5 and h6 per new information received.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 23mm aortic pericardial valve was indicated for a valve-in-valve procedure due to aortic stenosis after an unknown implant duration. The patient presented with dyspnea on effort.